Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that while running a marathon, he experienced high blood glucose levels. Customer decided to adjust his bolus higher than usual so that his blood glucose levels would stabilize, in order to finish the marathon. Shortly after, customer had to stop running because his blood glucose level became low. The paramedics were called and by the time they arrived, the customer had already bolused and his blood glucose levels had increased to 90 mg/dl. He declined troubleshooting because he believed that, combined with him overbolusing, running also caused his blood glucose level to drop. No further information provided.